Event description:
It was reported that the insulin pump had issues with frequent charging every two days. Additionally, there were problems with insulin flow during priming, not reaching the canula completely. There was no adverse impact to the customer's blood glucose level. The customer requested that the issue be documented without a callback, and no further information was received regarding the outcome of the event.